Event description:
This pt presented with a status post hip fracture which was repaired in dec, 1996 utilizing an austin moore unipolar endoprosthesis with cement. This procedure was done outside this facility. The pt has had almost continual pain since that time, and used a cane for ambulation and had marked decrease in activities of daily living. X-ray revealed loss of articular cartilage in the acetabulum. The pt was admitted for revision of painful prosthesis. Intraoperatively there was found to be considerate amounts of cement in the acetabulum between the femoral head and articular cartilage. All the old cement and prosthetic components were removed and replaced.